Event description:
It was reported the patient presented reporting syncopal episodes. Interrogation of the device revealed a "low battery" and low ventricular impedances. The system was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review of the event prompted a change in the alert date. The change is reflected in this report. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the patient had syncope. The battery voltage and lead impedance was found to be low. The device and lead were replaced. No patient complications were reported as a result of this event.